Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2013-21121. Reference MFR. Report: 1627487-2013-21123. The pt (B)(6) is a participant in a clinical study. It was reported the pt had two scs extensions and the ipg explanted and replaced due to high impedances resulting from an extension fracture (device 2). It was also reported the pt had set the scs system to high amplitude settings. It is unk if the ipg was functional at the time of surgical intervention and whether it contributed to a loss of stimulation. The pt is receiving effective stimulation post-operatively.